Event description:
In 2003, the sheath was placed in the radial artery for procedure. The site was prepped with betadine and the procedure lasted about 9 minutes. About 1 month later pt reported tenderness and drainage at the insertion site. Antibiotics were administered. As of 1 week later, the site was healing.